Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested. Reason for reoperation: seroma and patient concern.

Event description:
Patient representative reported left side peri-implant fluid, ¿pain and suffering, emotional and physical trauma, permanent disfigurement¿loss of amenities and quality of life,¿ depression, anxiety, and concern regarding risk of bia alcl. Unspecified treatment/medications were given and the device has been explanted. The device did not cause patient's depression.